Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system exhibited oversensing; the patient had experienced 2 inappropriate shocks and many non-sustained episodes. The patient also has a pacemaker ventricular lead that was capped and abandoned. Additional testing was done, but could not consistently re-create the oversensing, and could not identify the source--whether myopotentials or interaction with the abandoned lead. An additional rate sense lead was implanted a distance away from the other leads, and the rate-sense portion of the endotak lead was capped.